Manufacturer narrative:
Correction- d4: added expiration date and UDI. Correction - h4: added date manufactured.

Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment using a conformable gore® tag® thoracic endoprosthesis with a frozen elephant trunk for kommerell¿s diverticulum. The ctag was implanted as prograde. (The partially uncovered stents were distal.) The patient tolerated the procedure. On (B)(6) 2019, a computer tomography image revealed a distal type I endoleak. On (B)(6) 2019, a re-intervention was performed to treat the distal type I endoleak. An additional ctag was implanted distally to extend the device. The endoleak was resolved and the patient reportedly tolerated the procedure. The physician stated that, ¿there was a risk of paraplegia if the ctag length was 20 cm, I thought that 15 cm might be too short, but 15 cm was selected because I planned to add the distal device if there was an endoleak.¿